Event description:
The reporter indicated that she was able to use this programmer successfully yesterday. She is in a pt's room and unable to inquire. She verified that it is a model 284-05. She receives magnet responses of tmt (threshold margin test),5 beats with loss of capture in 5th beat followed by a rate of 80. She states the programmed rate is 80 and she doesn't think it's at eri(early replacement indicator).